Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had high blood glucose levels (424 mg/dl). Customer is currently using hemalin 500 insulin, and loads insulin cold into the cartridge. He took a corrective bolus to stabilize his blood glucose levels.